Event description:
The patient reported that they were seen by their physician and a change was made to their device. The patient reports feeling weak. While conducting follow up on this complaint, it was found that the patient had been in the hospital since the report of feeling weak. The device has been interrogated; however, it is unknown what additional intervention, if any, was taken and the corresponding patient outcome. It was also reported by the patient that their legs felt a little light after the wand passed over them and it was questioned whether a hand held wand should be allowed to be used at the airport due to their device.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that they were seen by their physician and a change was made to their device. The patient reports feeling weak. While conducting follow up on this complaint, the patient has been in the hospitalized since the report of feeling weak. The device has been interrogated; however, it is unknown what additional intervention, if any, was taken and the corresponding patient outcome.